Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The issue persisted even after reseating the blue cable and performing a hard power cycle of the system. Fse replaced the patient side cart (psc) common compute controller (ccc) board and then the issue disappeared. There was no other issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The psc ccc board was visually inspected, where no issues were found. The unit was installed onto a known good system and powered on where 17 errors were presented. The reported robot not connected message was also displayed on the psc touch screen. An aba swap was performed on the firefly fiber optic cable where the cable was determined to be bad. The complaint was confirmed based on failure analysis. As a result of these findings, the root cause was determined to be attributed to an electrical/fiberoptic defect of the ff3 firefly fiber optic cable.

Event description:
It was reported that during a training/demo of the da vinci system, a "robot not connected" message appeared". The issue persisted even after reseating the blue cable and performing a hard power cycle the system. There was no report of patient involvement or reported injury.